Event description:
Per complaint# (B)(4), complainant reported implant failed to integrate with bone. Failure to integrate was noticed during a post-op check and resulted in patient experiencing pain. No other patient outcomes were related to this event. Patient was (B)(6) years old with good oral hygiene.